Manufacturer narrative:
This customer specified two presumed elevated blood lead test results. This report documents only one patient's result. A separate MDR is filed for the additional test result reported. The related report number is referenced in the 3500a form for traceability.

Event description:
Customer reported seen several presumed falsely elevated blood lead test results with leadcare ii (lc ii). Customer stated that for several patients the results ranged from 6.0 g/dl - 9.0g/dl. The customer specifically indicated one lcii test result was 8.9 ug/dl. Magellan's technical services (ts) requested confirmation testing results. Customer indicated that confirmatory testing were not performed for any of the presumed falsely elevated results. During the intake ts requested information about results of recent quality controls. Customer indicated that quality controls have never been carried out and majority of staff have not been trained to perform blood lead collection nor testing. Ts provided the customer with a copy of the leadcare ii quick reference guide and indicated to the customer to perform control testing. Quality controls were run for the test kit in question: level 1 = 10.2ug/dl (target range = 8.0-14.0 ug/dl) level 2=26.4 ug/dl (target range =26.0-34.0 ug/dl). Both controls were within range. Ts asked customer to describe the method used for capillary blood collection and sample processing. Customer indicated; lancet, wipe away first drop of blood with gauze. Fill capillary tube up to black line with no air bubbles, while holding capillary tube at green line. Immediately dispensing the specimen into the treatment reagent (tr) tube with the plunger provided in the kit, mix by stirring with capillary tube. Using dropper provided in test kit, dispensing sample onto "x" of sensor. Ts identified several pre-analytical handling instructions had not been followed: 1) running controls upon opening and/or prior to patient testing. 2) some nurses were stopping med collection to wipe excess blood off patients and then continuing to collect. 3) washing patients' hands with soap and water and allowing them to dry. 4) wiping excess off outside of capillary tube. 5) mix the specimen with the tr by inverting 8-10 times. Ts instructed the customer to follow cdc guidelines for capillary blood collection video. On 2/19/2026- ts followed up with customer for updates on testing. On 2/24/2026 customer reported no falsely elevated patient results have been seen since implementing the cdc guidelines.